Manufacturer narrative:
(B)(6).

Event description:
It was reported that damaged and leaking hemostatic valve, bleeding, and aborted procedure occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system was advanced to the laa. A watchman delivery system and closure device was inserted and attempted to be implanted however after several recaptures it was noted that the hemostatic valve on the watchman truseal access system could not be completely tightened, resulting in more oozing of blood. The procedure was not completed due to this event. The patient condition following the procedure was stable.